Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was investigated. As received, the charger was resetting. Upon evaluation, the u13 component on the bedside board was shorted. The cause of the resets was the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.